Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows d.2.a medical device type: jka d.2.b common device name: tubes, vials, systems, serum separators, blood collection there were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k213670:k231373. Investigation summary: bd received two photos for investigation. The photos were reviewed and the indicated failure mode for hole in product/component was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode hole in product/component. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes, six tubes have small holes in them resulting in sample leakage. No adverse impact was reported regarding the patient or user.